Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480mg/dl. The customer was assisted with troubleshooting for high readings. The customer treated with insulin pump bolus. Customer's blood glucose value was 380mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer could not locate the drive support cap. Customer reported a few bubbles in the middle of infusion set tubing. Manual prime was performed and insulin exited and there were no leaks observed. There were no site or insulin issues. The device settings were correct. It was found that basal rates were incorrectly programmed and advised to contact health care professional. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.